Event description:
During preventative maintenance bed was found with ground prong broken off the plug. No injury reported. Replaced the plug to resolve this issue. Bed does have a flashing indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the patient.